Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump delivered a bolus that he didn't program. The customer stated that he was able to suspend the insulin pump before receiving the entire amount. The bolus history was reviewed, and found that the bolus was delivered via the bolus wizard. The customer stated that he did not program that bolus. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.